Manufacturer narrative:
UDI - not required until 09/24/2016. The actual device was not returned to the manufacturing facility for evaluation and the product code and lot are unknown. A review of the manufacturer inspection record for the past five years was conducted with no relevant findings. A review of the complaint records for the past five years was conducted and confirmed no similar reports of this nature. Based on the limited product information provided, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a nurse incurred a needle stick. Follow up communication with the user facility reported: "an or nurse started an IV. When she went to pull out the needle, the sheath did not cover the needle entirely and the very tip of the needle stuck her. Per the facility reporter, "this was user error. The nurse did not use the catheter correctly. I tried to repeat her action and it took me 5 tries to use it incorrectly, like she did"; it was reported the insertion was successful; it was reported that the nurse is "ok"; and the nurse did not need medical intervention because the patient that was being treated did not have any infectious disease.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d1 as the information that was initially submitted was inadvertently reported incorrectly.